Manufacturer narrative:
Upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report could not be confirmed, the air and water flow were noted 'okay'. However, the glue on the lens was worn-out. The insertion tube had scratches. The control knob movement was in the 'play' position, and as noted, the nozzle was damaged as a longer drying time was experienced. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer returned the evis exera iii colonovideoscope due to the air/water flow being weak and ineffective. Additional details relating to the patient and the event have been requested, but no response has been received at this time. However, at this time, there was no patient harm or consequence reported as a result of this event. Once returned, it was discovered that the nozzle of the device was damaged. This report is being submitted to capture the damaged nozzle noted during evaluation.